Event description:
(B)(4). I noticed when it was time for my cycle to come, it didn't but I was cramping like it was on it's way but still nothing. On the (B)(6), I noticed how sleepy I was, feeling nauseous; I took a test to see if I was pregnant and it was positive. The next day went to the doctor and it was confirmed that I am pregnant. I'm (B)(6) months pregnant now. I was on the essure for 9 months before I got pregnant. I'm scared because this pregnancy is different being I got pregnant with a device in me, so I wouldn't get pregnant. I don't know how this will effect me and my unborn child.